Event description:
The report received from the study indicated that approximately six weeks after the index procedure, the patient was found to have a 70% focal in-stent restenosis (isr) of a previously implanted cypher select plus 3.0 x 13 mm stent. The stent was implanted in the proximal circumflex target lesion. The pt was reported to be asymptomatic at the six-month follow-up and reported that an angiogram was done followed by a re-pci procedure due to anginal symptoms. There was no reported evidence of myocardial infarction (mi). There was no reported problem with the cypher select plus 3.0 x 8 mm stent implanted in the mid circumflex lesion during the index procedure. The restenosis was treated by balloon angioplasty.

Manufacturer narrative:
The indication for the index procedure was stable angina. The pt was found to have one-vessel disease and had two lesions treated during the procedure. No staged procedure was planned. The patient's left ventricular ejection fraction was not provided. Lesion #1: the target lesion was the proximal circumflex. The lesion was reported to be: an isr of a previously implanted taxus stent, 3.0 mm vessel diameter, 8 mm length, a 70% stenosis, moderately calcified, and type b1. The lesion was pre-dilated with a 2.75 x 10 mm balloon at 20 atm. A cypher select plus 3.0 x 13 mm stent was implanted at 24 atm. The stent was post-dilated with a 3.0 x 8 mm balloon at 27 atm. The residual stenosis was 30%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. Lesion #2: the target lesion was the mid circumflex. The lesion was reported to be: an isr of a previously implanted taxus stent, 3.0 mm vessel diameter, 8 mm length, a 90% stenosis, moderately calcified, and type b1. The lesion was pre-dilated with a 2.75 x 10 mm balloon at 20 atm. A cypher select plus 3.0 x 8 mm stent was implanted at 24 atm. The stent was post-dilated with a 3.0 x 8 mm balloon at 27 atm. The residual stenosis was 30%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. The pt was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. At the one-month follow-up, the pt was reported to be asymptomatic. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report rec'd from the study indicated that six weeks after the index procedure, the patient had a 70% focal restenosis of a cypher select plus 3.0 x 13 mm stent. The restenosis was treated by balloon angioplasty. The device remains implanted in the pt and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Restenosis is a known complication of coronary stenting. Patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the available info, there are possible lesion factors (moderate calcification, restenosis of a previously implanted drug eluting stent/taxus), and procedural factors (implantation above rated burst pressure) that may have contributed to the event. Please note that this is the initial/final report for this product.